Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot numbers were not reported. The patient effect of hemorrhage/bleeding and hematoma are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that an arteriotomy closure of the calcified left common femoral artery (lcfa) was done using a proglide device after a transcatheter aortic valve replacement procedure via a 7f sheath. Two additional proglide devices were used to pre-close the 14f right common femoral artery, there were no issues at this access site. A final proglide device was used with a non-abbott device to post-close the 7f left femoral vein; the physician intended to use these device together and there were no issues at this access site. The following day, bruising and bleeding were noted at the lcfa. Thrombin injection was administered to control the bleeding. Follow-up ultrasound showed no evidence of a pseudo aneurysm. Prolonged hospitalization was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.